Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log file shows that in addition to the reported o2 measurement error the device also performed a restart. Based on the log entries it was determined that a software bug in the version 4.21 installed on the affected device caused the reported alarm message. The issue was solved by installing the newest software version 5.01 which contains a fix for this bug. In case of this deviation the device will perform a restart of the whole electronic system in order to solve the issue. The restart is combined with an audible and visible alarm of high priority and the device opens the pneumatic system to allow for spontaneous breathing. After the restart (approx. 12 seconds) the device continues the ventilation with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device generated an o2 measurement error during use. There was no patient injury reported.